Manufacturer narrative:
Upon review of the alarm trace, there were errors indicating that the instrument did not receive a response against its inquiry within the specified timeout period, contents of text received from the host were invalid, and the application code sent by the host was outside of range.

Event description:
The initial reporter stated that the crep2 creatinine plus ver.2 result for one patient urine sample was showing up differently in their host system than observed in the software of the cobas 6000 c (501) module. No incorrect results were delivered to the patient or the doctor. When viewed in the c 501 analyzer software, the sample creatinine result was 111 mg/dl. When viewed in the reporter's laboratory information system, the value was 0.61 mg/dl. No adverse events were alleged to have occurred.

Manufacturer narrative:
The information needed for further investigation was not provided. Without this information no further investigation is possible.